Event description:
It was reported that a cgm error occurred involving a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the customer planned to reset the pump and follow up if the issue persisted.